Manufacturer narrative:
The investigation is in progress. When it is complete a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this adverse event: 3013450937-2022-00197 and 3013450937-2022-00199.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery. The following implants were removed and replaced during the revision: eleos tibial hinge, eleos tibial poly spacer and eleos distal femur axial pin. No additional information regarding this adverse event has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the alleged infection could not be determined. If any additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added, d10: concomitant medical products and therapy dates, g1: contact office - manufacturing site, g3: date received by manufacturer added, g6: type of report added, h2: follow-up type added, h3: device evaluated by manufacturer updated to no, h6: type of investigation code updated to 4110: trend analysis, h6: type of investigation code updated to 4117: device not accessible for testing, h6: investigation findings code updated to 3221: no findings available, h6: investigation conclusions code updated to 4315: cause not established, h10: additional narratives/data.

Event description:
It was reported that a patient experienced an infection and underwent a revision surgery. The following implants were removed and replaced during the revision: eleos tibial hinge, eleos tibial poly spacer and eleos distal femur axial pin. No additional information regarding this adverse event has been provided.